Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator s-ICD system, was explanted due to infection. No return of product is expected. The patient was administered IV antibiotics and a transvenous system subsequently implanted.